Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle would not retract when activated during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the button for the safety mechanism was pressed after puncture, but the needle was not retracted into the barrel. This incident occurred under normal operation.

Event description:
It was reported that needle would not retract when activated during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: the button for the safety mechanism was pressed after puncture, but the needle was not retracted into the barrel. This incident occurred under normal operation.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used partially retracted unit and four photographs. Upon inspection of the returned unit and the photos, it was observed that retraction did not completely occur. The needle is sticking approximately a quarter inch out of the grip. It was also observed that the spring at the base of the hub was tight and compressed. Further inspection of the spring showed that the spring is most likely bound over itself preventing the spring from extending completely and retraction the unit fully. The spring was removed from the hub to inspect for damage that may have prevented the spring from expanding. No damage was found. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating the spring winding process. A device history record review showed no non-conformances associated with this issue during the production of this batch.